Manufacturer narrative:
Product analysis #703817962:analysis information -- 2020-09-25 07:34:52 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 97745 lot# serial# (B)(6), impl anted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger h3. The implantable neurostimulator (ins) passed functional testing. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Conclusion code 11 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial#(B)(6) has not yet begun; a supplemental report will be sent with analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a no device found message was seen on the controller and tablet. The patient was using the stim and charged it the morning prior to the call. The rep did one passive recharge and started a second. The rep disabled and re-enabled the device, but they were still getting device not found. The rep was going to try more passive recharge sessions and try again. Additional information was received from the patient and manufacturer representative (rep). It was reported that the patient was charging the ins yesterday and charged up to 60-70%, when they noticed the controller was low at 30%. The patient pulled the recharger (rtm) away from the ins, did not touch the screen and plugged in the cord to charge the controller. The patient indicated they left the controller to charge and noticed a solid green light on the led controller and the word finished when they came back to check on the controller. The patient went to check the screen to see what the level was but was not able to unlock the device, and there was a no device found message. The rep said the controller was asking them to pair the ins but they were unable to pair. Passive recharged attempted and disable attempted: yesterday 4-5 passive recharge and 3 disable device, today 4 passive recharge and 4 disable device. The rep said they were continually getting the no device found message; the rep tried their spare controller and rtm and were seeing no device found. The rep then used a different rtm and now it was at antenna locator with 96-99 range. Passive recharge was performed and then seeing screen#74; the rep said that¿s the screen they had been seeing. The rep stated the ins pocket site looked fine, they could feel all corners of the device, and it was not tilted. The rep noted error codes obtain from tech mode: 8-june 23, 6:24 (no pm or am on the time. Caller reports patient indicated this events occurred yesterday morning) 9- 15 10- pt02 11 -- the rep tried aa batteries instead of the battery pack but the controller was asking to pair the implant. Repair noted the patient couldn't communicate with the ins and it was a new ins. A replacement controller and rtm were sent to the patient. Additional information was received from a manufacturer representative (rep) and patient. It was reported the rep was with the patient and said they had all new external equipment and they were now doing passive charge. The rep said a rm04 message appeared while in the passive recharge cycle. The rep reseated the battery pack, went through set-up screens for implant but again the controller showed "no device found." The rep called back again and, after consulting with engineering, there weren't any additional interventions they could provide to resolve this issue. Moreover, the reason for the "pt02" was showing on the controller wasn't understood fully. The rep later reported that more passive recharge cycles did not resolve the issue, new external devices were sent and 3 passive recharge cycles were done; however, it was still showing ¿device not found.¿ the rep said they tried disabling the device and still nothing, the device was still not able to connect. The rep stated a ins explant and replacement was scheduled for july 16th. The rep noted they would be sending back the ins for analysis and the rep intended to send the original controller and rtm back with the ins as well. No further complications were reported.